Manufacturer narrative:
It was reported that "one of the pulse ox's we bought keeps giving and "error 7" on it. I have tried replacing the batteries as well and keeps happening. I have to box for it and just opened since we bought 2. It works some of the time but then quits and gives that error". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "one of the pulse ox's we bought keeps giving and "error 7" on it. I have tried replacing the batteries as well and keeps happening. I have to box for it and just opened since we bought 2. It works some of the time but then quits and gives that error".